Manufacturer narrative:
Tracking and trending report review for the architect anti-hcv assay determined that there were no related trends. Since the reagent lot was unknown, a recently completed sensitivity study for the architect anti-hcv assay was reviewed. Twenty commercially available seroconversion panels were tested with lot 94655li00 and the results were compared to a historical lot 94020li00. Lot 94655li00 detected the same bleeds as reactive in comparison to the reference reagent lot 94020li00. Manufacturing documentation for the assay did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. Patient information: no specific patient information was provided.

Event description:
The customer reported a (B)(6) architect anti-hcv result. The customer indicated the sample generated a (B)(6) result of (B)(6) which was discrepant with the patient's clinical history. No impact to patient management was reported.